Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2021, it was reported that during a monarch-assisted bronchoscopy procedure the patient was observed to have a pneumothorax. The target location was right upper lobe. There was no allegation of device failure. A chest tube was placed and the patient was hospitalized. Chest tube was removed on (B)(6) 2021. The pneumothorax was resolved, and the patient was discharged on (B)(6) 2021.